Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2016 could not duplicate the problem. Ran start up, drain flush and qc with no errors. Cleaned and lubricated large syringe guide rail and drive gear. Ran another startup and ran over 100 samples with no errors. The most probable cause of the reported event was a qc issue although the problem could not be duplicated by the fse.

Event description:
On (B)(6) 2016, the customer reported 706 syr l error, 708 x axis error with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.